Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. The patient was asymptomatic.

Event description:
New information received on september (B)(4), 2018 states that the device was explanted. Patient was stable.

Manufacturer narrative:
Premature depletion was not confirmed by analysis. However, an abnormal transient battery voltage drop was detected. The voltage drop is consistent with li deposit in the battery. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.